Event description:
The customer reported that between each patient, they do a test with configuration menu. Sometimes an error message appear," pressure alarm." No patient involvement was reported.

Event description:
The customer reported that between each patient, they do a test with configuration menu. Sometimes an error message appear," pressure alarm." No patient involvement was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).